Manufacturer narrative:
Zoll technical services's evaluation of the complaint sample verified that there is an intermittent ECG signal through the cable. Flexing the cable caused the signal to disappear and then reappear, indicating an intermittent open circuit in the cable.

Event description:
Complainant alleged that during a routine shift check by a clinician the multi-function cable intermittently would fail to function. There was no pacer or defibrillator output and no monitoring could be done through the cable. The complainant indicated that there was no pt involvement in the reported failure.